Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after delivery, during the postpartum observation, the patient suffered from uterine atony, the bleeding volume was about 450ml due to weak contractions. As treatment for postpartum hemorrhage (pph) an ultrasound guided bakri tamponade balloon catheter was placed and after injecting water the balloon was found to be leaking, and a new balloon was immediately replaced. The total estimated blood loss was approximately 580ml. The patient did not receive a blood transfusion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: it was reported after delivery, during the postpartum observation, the patient suffered from uterine atony, the bleeding volume was about 450 ml due to weak contractions. As treatment for postpartum hemorrhage (pph) an ultrasound-guided bakritamponade balloon catheter was placed and after injecting water the balloon was found to be leaking, and a new balloon was immediately replaced. The total estimated blood loss was approximately 580 ml. The patient did not receive blood transfusions. A section of the device did not remained inside the patient´s body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation, with no original packaging. The device was leak tested, and the tip of the tubing leaked at the point where it joined with the tip plug. There was a small puncture point in the balloon material. The balloon puncture has been addressed under report reference # 1820334-2025-00336. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows one other complaint similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied. "Upon removal from the package, inspect the product to ensure no damage has occurred.". Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.